Event description:
Baxter (B)(4) received a report that an infusor leaked during infusion. The device was filled with a solution of heparin sodium. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the sample showed no signs of particulate matter or abnormality that could have caused the leak. Visual examination of the unit also noted that the reservoir had ruptured. Approximately 83 ml of solution was noted in the housing due to the rupture. The reservoir rupture malfunction was addressed in report number 6000001-2012-05919. The ruptured reservoir prevented functional leak testing. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. This is a product not distributed in the us and does not have a 510k number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.